Event description:
It was reported that the patient underwent an ipg pocket adjustment due to an unknown reason. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.